Manufacturer narrative:
The 2001m-pc device that is alleged to have caused a burn is not expected to be returned for evaluation and review. This complaint is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed by the contract manufacturer. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. Cautions: misuse of electrodes may cause patient burns. Adult/child electrodes are intended for use on patients weighing 10kg or more. Make sure the skin is dry, i.e. Free of water, sweat, alcohol, etc. Do not apply any substance to the skin surface that will leave a residue, i.e. Lotions, oils, etc. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 2001m-pc device was being used during a planned cardioversion on (B)(6) 2019 and a "small spark was noted on (the) anterior chest and smell of smoke (was) noted. Upon pad removal, reddened area noted, later developed into a 2nd degree burn with blisters." Further assessment answer from the reporter state that there was no additional prep to the patient. There was a minimal amount of hair on the patient's chest and the hair was not clipped or removed prior to the pad placement. The patient had bacitracin applied to the burn. This report is being raised on the basis of injury due to the patient being reported as having a 2nd degree burn with blisters.